Event description:
It was reported that when the device was used during a low anterior resection, the device fired and only a portion of the staples were released, thus an incomplete anastomosis was the end result. Another device was used to complete the case. There was no consequence to pt.